Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter leaked blood during use. The following information was provided by the initial reporter: the customer reported as follows: after catheter placement, the hcp saw blood leaking from the blood control plug. When the hcp then connected a syringe to the catheter hub, he/she could draw air only.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used catheter adapter and six photos. A device history record review showed no non-conformances associated with this issue during the production of this batch. During the visual/microscopic examination it was observed that dried media was present past the septum, the actuator was not pushed through the septum, and two instead of one wedges were present in the device. The two wedges likely prevented a secure connection. Additional wedges can occur during the manufacturing process. The device was then dissected and the septum was microscopically inspected. It was observed that the septum had been torn and part of the septum material was lifted creating a space that could have contributed to the leak. Based on the size and location of the septum damage, the root cause is most likely related to the manufacturing process but a specific cause could not be determined. See h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter leaked blood during use. The following information was provided by the initial reporter: the customer reported as follows: after catheter placement, the hcp saw blood leaking from the blood control plug. When the hcp then connected a syringe to the catheter hub, he/she could draw air only.